Event description:
Boston scientific received information that this device post implant measurements were within normal range. The day after implant, the competitor right ventricular (rv) lead measurements had changed significantly. Increased threshold measurements and decreased r-wave measurements were noted and loss of capture (loc) at maximum outputs was observed when the device was programmed from ddd mode to vvi mode. As a result, a lead revision procedure was performed. The lead was moved to a more optimal location, and the measurements were tested through a pacing system analyzer (psa) which showed varying measurements. The physician then connected the lead to the device and the measurements were once again higher than expected. The physician disconnected the lead, repositioned it once again, and tested it through the psa. The pocket was closed, and all measurements were in an acceptable range. The patient was checked the next day and again increased threshold and decreased sensing measurements were observed. Loc was again observed when the device was programmed from ddd mode to vvi mode. The physician did report confirmation of the leads being in the proper ports. As the measurements were still out of range, and the loc in vvi mode, the device and competitor lead were explanted and replaced. It was unclear if the issue originated from the competitor lead or the device. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.